Manufacturer narrative:
Continuation of d10: w4tr03 crtp, implanted (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced shortness of breath and was admitted to hospital. Cardiac evaluation including a transthoracic echocardiogram revealed a new decrease in left ventricular ejection fraction which was suspected to be pacer-induced cardiomyopathy, given one hundred per cent right ventricular (rv) pacing and absence of significant coronary disease. The cardiac resynchronization therapy pacemaker (crt-p) and the right ventricular lead remain in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.